Event description:
Add'l info received from MFR 7/26/02: per the discussion of an olympus rep, with rep from the reporting systems monitoring branch of the FDA, the complaint will not be submitted as an MDR. Due to the significant amount of undisclosed, i.e., redacted info in the complaint, olympus is unable to determine if the info reasonably suggests that the olympus device caused or contributed to the death or serious injury.

Event description:
Pt died after undergoing a bronchoscope procedure while an in-patient at the hosp. There were no complications from the bronchoscopy; however later that day pt went into septic shock, requiring mechanical ventilation and died two days later. Hosp states that the bronchoscopes used during pt's admission were models bf-20 and bf-p20, which is not affected by the recent recall by olympus america. Rptr points out that the bf-20 was implicated in the transmission of infection in new york as reported by the new york state dept of health in 1996 and 1998. Hosp risk mgr stated that the bronchoscope that was used on the pt was not one that was involved in the recall nor did their findings conclude the pt's death was related to the use of the bronchoscope. Therefore, a medwatch form was not submitted to FDA, nor was there a report made to the MFR.

Event description:
Add'l info received from MFR 7/26/02: per the discussion of an olympus rep with rep from the reporting systems monitoring branch of the FDA, the complaint will not be submitted as an MDR. Due to the siginificant amount of undisclosed, i.e., redacted info in the complaint, olympus is unable to determine if the info reasonably suggests that the olympus device caused or contributed to a death or serious injury.